Event description:
It was reported that: "the tip of the catheter disconnected and stayed inside the patient. The tip remains in the patient, the patient must now take blood thinners or antithrombotic medication. The patient is reported as "fine."

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported issue that the catheter tip disconnected was confirmed through the investigation of the returned sample. The details of the complaint were reviewed. The customer returned one unit of turnpike for evaluation. Tip separation was confirmed. Approximately 9 mm of tip was missing. Severe damages were confirmed on the remaining tip material. The damages are indicative of the tip subjected to operation against resistance. The IFU along with this product states: do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by f luoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information indicated that the procedure was pta (percutaneous transluminal angioplasty) of cto (chronic total occlusion) of knee. Vessel was not tortuous. No angiograms of the separated tip were provided. Customer did not confirm if the tip was trapped and rotated per IFU. Tip material was left in patient. No confirmation was received if the tip was stented against vessel wall or if the patient is going to have additional procedures to remove the tip. The current condition of the patient is fine and stable. A DHR review was completed and no issues or non-conformities were noted. Based on the information, the most likely root cause of the issue unintended use error.

Event description:
It was reported that: "the tip of the catheter disconnected and stayed inside the patient. The tip remains in the patient. The patient must now take blood thinners or antithrombotic medication. The patient is reported as "fine".